Manufacturer narrative:
Received 1 neonatal arctic gel pad. The reported issue was unconfirmed. The pad was inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping ring on the plastic connector, and manifold connector; the foam was found free of damages, tears or perforations. The seal between the manifold connector and the pad was found completely sealed, the connector was found free of damages, evidence of the sealing presence was noted on the pad. No manufacturing related issues were noted during the visual evaluation of the pad returned. Per functional evaluation, the flow rate was found to be acceptable for the returned pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It wad reported that during a therapeutic hypothermia treatment, a low flow was reported (alert 113 on the system) and patient's temperature was uncontrolled. Connections and system configuration were checked. The neonatal arcticsun pad had to be replaced and the temperature was controlled again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It wad reported that during a therapeutic hypothermia treatment, a low flow was reported (alert 113 on the system) and patient's temperature was uncontrolled. Connections and system configuration were checked. The neonatal arcticsun pad had to be replaced and the temperature was controlled again.